Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by attempting a correction bolus via the pump. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.